Manufacturer narrative:
(B) (4). Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The rptr indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens on (B) (6) 2010 in the pt's left eye (os). The surgeon is anticipating explanting the icl for a longer lens. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.